Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician experienced difficulty placing the right ventricular (rv) lead because the guide wire didn¿t reach the end of the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.